Event description:
It was reported that the loader was cracked and the lens broke while inserting and tore the haptic. The lens was removed without any patient injury. The reporter indicated the incident was the result of a loading/handling error. This is one of two reports involving the same patient. See MFR#2023826-2011-01094.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic).(B)(4)